Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of exposed wires on the white power cable was confirmed. Initial evaluation of the returned hm2 system controller, serial (B)(6), revealed a damaged white power cable with an exposed wire. The controller was connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis. Incidental findings: damaged strain relief, fluid ingress, and wire fatigue. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 16mar2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller exchanged due to a tear in the silicone of white power cable with blue wiring exposed.